Event description:
The customer states that one patient sample generated an unexpected low architect total psa assay result of 0.493 ng/ml. This patient had a previous total psa result of 683 ng/ml. The customer retested the present sample and generated results of 207, 208 and 203 ng/ml. The customer had mentioned a number of pipetting errors occurring on this architect i2000sr analyzer. No suspect results were reported from the lab. There is no reported impact to patient management.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An abbott field service engineer (fse) inspected the architect i2000sr analyzer and confirmed that there was crystallization on wash zone 1 and wash zone 2. The fse tightened the valves on wash zone 1 and 2 and cleaned the area. The fse tightened the pumps. The fse ran a total psa and ca 19-9 precision run of 10 samples and found the i2000sr was still generating inconsistent results. The fse replaced the trigger pump as a preventive measure. The fse replaced the r1 and r2 probes. The fse found the diluent tubing was kinked where the tubing meets the pump housing. The fse repositioned the tubing to resolve this kinked tubing issue. The fse repeated the precision runs and ran controls to verify the i2000sr performance after service. The fse documented the i2000sr analyzer functioned according to specifications. The architect system operations manual (revision 96211-109) and the total psa package insert (B)(4) were reviewed and found to contain adequate information to address the customer's issue. A service history review found no additional incidents of architect i2000sr analyzer serial number (B)(4) generating inconsistent results since the fse completed servicing the i2000sr. A malfunction of the i2000sr analyzer was identified. The i2000sr analyzer generated inconsistent total psa patient results. Malfunctioning r1 and r2 probes, leaking wash zone 1 and 2 valves, and/or kinked diluent tubing could have caused the inconsistent results generation. The actual cause of the inconsistent results could not be determined with the available information. Based on the available information and this investigation, no deficiency was identified for the architect i2000sr instrument list no. 03m74-02 related to the issue under investigation. This is a final report.